Event description:
It was reported that an m.blue valve was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Gender: female.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that the m.blue is not permeable. Computer controlled test: not applicable due to the determined blockage. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine a blockage and a non-adjustability at the m.blue. The visible deposits in the valve have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue valve was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Gender: female.